Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) use in the operating room (or) a "catheter restriction" alarm was generated. The iab was removed and a new iab was inserted successfully. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) use in the operating room (or) a "catheter restriction" alarm was generated. The iab was removed and a new iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The extracorporeal tubing was found to be cut 36.3cm from the y-fitting. One kink was located 38.1cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. The reported alarm cannot be confirmed by the evaluation due to the returned condition of the catheter. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).